Event description:
Medtronic information that this bioprosthetic valve, implanted 6 months, was explanted, due to high gradient.

Manufacturer narrative:
(B) (4): evaluation results = device history review found the product met specifications when released for distribution. Conclusion = cause of event related to bias cloth wear and patient condition. Analysis: upon receipt at medtronic's quality laboratory, three pledgets remained attached to the sewing ring on the inflow adjacent to the left right inferior coaptive area. All leaflets were slightly stiff but flexible. Tears and abrasions in the right cusp through the free margin and lunula appeared to be due to contact with bias cloth along the left right and right non-coronary stent posts. A large tear and abrasions in the left cusp through the free margin and lunula also appeared to be due to contact with bias cloth along the non-coronary left and left right stents posts. Remnants of pannus remained attached to the sewing ring on the outflow, extending to the outflow rail of the right cusp. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all the manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. Bias wear was also a contributing factor to the clinical observation.